Event description:
It was reported that the customer was experiencing very high and low blood glucose levels. The customer was hospitalized on 12/06/2014 due to low blood glucose levels. The customer experienced a seizure due to the low blood glucose levels. The customer was in the shower when he passed out and afterwards was rushed to the emergency room. The customer changed his basal rates because he had woken up with a blood glucose of 190 mg/dl. After the basal rate change, the customer woke up with blood glucose levels of 69 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.